Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During the deployment sequence of a second mitraclip, the anterior gripper became entangled with the anterior leaflet. Resistance was encountered while troubleshooting and attempting to retract the clip into the left ventricle. The subsequent attempt to disengage the grippers from the leaflet was successful. An attempt was then made to perform the lock test; however, the clip was unable to pass the lock test. Troubleshooting efforts were performed but were unsuccessful. The clip was removed from the anatomy, and the procedure was terminated. Post-procedure, the mr was reduced to grade 2. There was no clinically significant delay or adverse patient effects reported.